Event description:
It was reported by the clinician that the procedure was being performed on a male patient with a femoral approach. The intra-aortic balloon (iab) was placed in the aorta with some difficulty. When they tried to inflate the iab, the high pressure alarm rang. They tried to inflate the iab manually, but the high pressure alarm still rang. As a result, the sheath and catheter were exchanged. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.